Manufacturer narrative:
On 06/27/2016: tandem technical support followed up with the customer, however, no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer possible delivered a bolus of 0.5 units accidentally. During troubleshooting with tandem technical support, it was verified in the insulin on board (iob) pump logs that there was no delivery. There was no reported impact to the customer's blood glucose level.